Manufacturer narrative:
Analysis of the cart (B)(4) s7 surgeon lcd assembled (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software (B)(4) synergy cranial s7 (unknown serial/lot #) found insufficient information. Per work order completion, unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. Product event summary #biopsy needle not seen product analysis #(B)(4). Mnav findings and conclusions: per work order completion, unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. Mnav methodology: reproducibility. Mnav product: stealth. Mnav component/feature: licensing. Mnav usability: false. Mnav bai/oobf?: false. Other relevant device(s) are: product ID: 9733857, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred during instrument verification of a cranial biopsy. It was reported that the site had biopsy needles that could not be seen by the camera. No further information was provided.